Event description:
This ipg was intended for pt implant in (B)(6). Intraoperative testing found invalid impedance measurements upon connection of the extension to the ipg. Attempts to resolve this matter via intraoperative troubleshooting proved unsuccessful. A new ipg was used to successfully complete the procedure. No further impedance issues have been noted.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.